Event description:
Litigation papers allege: patient was implanted with a depuy asr hip implant on his right side on or about september 16, 2009. Patient was injured by excessive levels of chromium and cobalt. There is no mention of revision surgery. Patient is a resident of (B)(6). Update: ((B)(6) 2012) - patient fact sheet was received. The part/lot numbers have been updated to the cup and the head has been added. There is no new information that would change the outcome of the investigation.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.